Manufacturer narrative:
(B) (4). Zipper teeth missing. Product has been requested to be returned, but has not yet received. (B) (4).

Event description:
The customer claims that during inspection on the unit after customer use they noticed that on the right side panel the zipper has teeth missing. There was no pt injury reported.